Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was instructed to plug the monitor into another outlet, to ensure the power cable was plugged completely into the monitor. After verification, there was still no power to the monitor. The evaluation identified the monitor and power cable was bad. The customer denied initiating an RMA and declined a case. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the high definition lcd monitor does not power up. There was no report of patient harm associated with this event.